Event description:
It was reported that during a rotational atherectomy treatment procedure, a hole was noted in the sheath of the atherectomy device. The lesion was located in the right coronary artery. A 1.5mm rotablator rotalink plus atherectomy device was advanced to the lesion. During the second ablation, the pressure would not hold steady and the device stalled. Two holes were noted in the sheath of device and fluid was seen leaking out of the sheath outside the patient. The device was successfully removed and the physician advanced a 3.5x18mm non bsc stent to the lesion, but the stent dislodged in the right coronary artery. The stent was left undeployed and the procedure was completed at this time. No patient complications were reported. Patient status is listed as ok. Additional information has been requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer - the rotablator plus unit was returned to site disconnected. The handshake connection of the advancer unit was in a forward tightened position and was bent. The advancer unit could not be wet tested due to the bend in the handshake connection. An attempt was made to wet test the catheter unit using a control catheter device. It was noted that the catheter sheath was torn/split 23cm from the strain relief. This is consistent with over tightening of the hemostasis valve, which can cause guidewire/burr movement issues. It is probable the bend in the handshake connection of the advancer unit occurred during transit of the device back to the manufacturing site for investigation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is use/user error as the damage to the catheter sheath, approximately 23cm from the strain relief of the catheter, is associated with over-tightening of the hemeostasis valve. The dfu states that 'if the hemeostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemeostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve'. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a rotational atherectomy treatment procedure, a hole was noted in the sheath of the atherectomy device. The lesion was located in the right coronary artery. A 1.5mm rotablator rotalink plus atherectomy device was advanced to the lesion. During the second ablation, the pressure would not hold steady and the device stalled. Two holes were noted in the sheath of device and fluid was seen leaking out of the sheath outside the patient. The device was successfully removed and the physician advanced a 3.5x18mm non bsc stent to the lesion, but the stent dislodged in the right coronary artery. The stent was left undeployed and the procedure was completed at this time. No patient complications were reported. Patient status is listed as ok. Additional information has been requested but is not available.